Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited intermittent under-sensing which resulted in false pause and brady episodes. No interventions were performed and no patient consequences were reported.